Manufacturer narrative:
A good faith effort was sent to request information regarding details about the initial reporter, if a response is received, a supplemental report will be uploaded.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead was suspected to be exhibiting loss of capture (loc). Technical services (ts) was consulted and confirmed that there was intermittent capture. The patient has two (2) leads in the right ventricle (rv), one using the rv lead placed in the rv, used for tachy therapy and the other rv lead in the left bundle branch (lbb) using the lv port. This is considered off label use. A follow up visit was scheduled. This product remains in service. No adverse patient effects were reported. Additional information indicated that this lead has been explanted and successfully replaced. The crt-d remains in service. No additional adverse patient effects were reported. This product has not been returned for analysis. Additional information confirmed lead dislodgement was the root cause for loc.

Manufacturer narrative:
A good faith effort was sent to request information regarding details about the initial reporter, if a response is received, a supplemental report will be uploaded.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead was suspected to be exhibiting loss of capture (loc). Technical services (ts) was consulted and confirmed that there was intermittent capture. The patient has two (2) leads in the right ventricle (rv), one using the rv lead placed in the rv, used for tachy therapy and the other rv lead in the left bundle branch (lbb) using the lv port. This is considered off label use. A follow up visit was scheduled. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was sent to request information regarding details about the initial reporter, if a response is received, a supplemental report will be uploaded.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead was suspected to be exhibiting loss of capture (loc). Technical services (ts) was consulted and confirmed that there was intermittent capture. The patient has two (2) leads in the right ventricle (rv), one using the rv lead placed in the rv, used for tachy therapy and the other rv lead in the left bundle branch (lbb) using the lv port. This is considered off label use. A follow up visit was scheduled. This product remains in service. No adverse patient effects were reported. Additional information indicated that this lead has been explanted and successfully replaced. The crt-d remains in service. No additional adverse patient effects were reported. This product has not been returned for analysis.